Event description:
(B)(4). The information for this initial spontaneous case was received from a consumer on (B)(6) 2008: this case concerns a (B)(6) female consumer who initiated therapy with poly-l-lactic acid (sculptra, lot # and expiration date not available) as a cosmetic procedure. Since (B)(6) 2006, the consumer has received 10-12 injections of poly-l-lactic acid. She reported that she had received the poly-l-lactic acid injections "for over a year". Treatment with poly-l-lactic acid is ongoing. Approx the end of (B)(6) 2007, she began to experience hives, and consumer asked if there were any hives associated with the use of poly-l-lactic acid (sculptra). She has been treating the event by taking allergy medication, nos. Consumer reported no tests done for the event. She reported no other medical problems. Consumer reported she has no allergies. Concomitant medications included hormones replacement therapy, acid medication, nos, and allergy medication, nos. The outcome of the event was ongoing. Permission was declined to contact the health care provider.